Event description:
It was reported that the customer's pump had no delivery alarm during manual prime. Instructed customer on proper connection technique. Troubleshooting was performed. During the testing it was noticed that the insulin did not exit through the tubing. Informed customer that problem is with the set and not the reservoir. Also a manual prime test was performed and the pump had a motor error alarm; the call was disconnected. Later, the help line called family member and a relative stated that the customer is in the hospital due to their diabetes.